Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the event resolved without sequelae on (B)(6) 2015.

Event description:
Additional information received reported the etiology was updated to programming/stimulation: undesirable change in stimulation.

Event description:
It was reported the patient had undesirable stimulation. They felt a short jolt like an electrical shock when they got into their car. The patient had been instructed to turn their device off until their next appointment. The patient did not turn off their device and noted they had not had any further issues but would follow-up at their 48 month visit. The etiology was the programming and stimulation and the event was considered ongoing. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# v598061, implanted: (B)(6) 2011, product type lead. (B)(4).